Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported that there was water damage after the x-ray tube broke and several system components were damaged.